Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. FDA notified: the initial reporter notified the FDA via uf/importer report#: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris tubing set experienced device damage while still considered operable. The following information was provided by the initial reporter: alaris system-tubing found to have a hole in it.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-mar-2022. H.6. Investigation: the customer reported the tubing had a hole in it and returned one used sample of unknown material. The sample was found to have a rough cut in the tubing and the complaint of leakage was confirmed. Manufacturing conducted an investigation on the assembly process, and found several root causes concerning exposed edges. These root causes have control measures in place to prevent cuts in the tubing, and a failure investigation (fi) was created as a result of this failure. The fi found five control measures in place that concern exposed edges, sharp points, and preventative maintenance. Based on the smart site ids, two materials with lot numbers were found. The difference between the two materials is dehp, which cannot be distinguished. So, both of the materials were checked. A device history record review for model 2420-0007 lot number 21116281 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0500 lot number 21116116 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Based on the smart site ids, two materials with lot numbers were found. The difference between the two materials is dehp, which cannot be distinguished. So, both of the materials were checked. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage - no leak with lot #21116281 regarding item #2420-0007. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage - no leak with lot #21116116 regarding item #2420-0500.

Event description:
It was reported that the unspecified bd alaris tubing set experienced device damage while still considered operable. The following information was provided by the initial reporter: alaris system-tubing found to have a hole in it.